Event description:
Covidien received information stating that an 840 ventilator was inoperable due to a power on self test (post) failure. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced breath delivery unit (bdu) printed circuit board (pcb) and power supply. The cse upgraded the software to the current revision and performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the manufacturing specifications.